Event description:
Patient participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, osteophytic spondylosis (vertebral body), and spondylolisthesis, degenerative. Patient was implanted with a transforaminal posterior lumbar interbody fusion (tplif) spacer at levels l4 l5 size, with pedicle screws at l4 and l5. Patient was also implanted with click-x for supplemental fixation. Patient had been experiencing pain for 48 months. Surgery date was (B)(6) 2004, and postoperatively patient experienced tremendous pain to left lower extremity and low back, requiring increased neurontin, added ultracet. Complaint #06 of 12. This report is for the locking cap at l5.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis.no sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.